Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss to the ilet while blood glucose values remained unaffected. No adverse clinical symptoms reported. Outcomes included restoration of sensor communication after troubleshooting and no health impact. User support included customer support guidance to toggle the settings and restart the ilet, with instruction to allow time for pairing. Investigation of this case revealed a transient communication issue resolved through user-led troubleshooting, indicating normal device function after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user-interaction related connectivity interruption that resolved with standard troubleshooting.